Event description:
The reporter stated that she did a meter a lab comparison, in a fasting state, with tests about an hour apart. She stated that the results were 118 vs 163 mg/dl, respectively. No symptoms were reported. The reporter did not have any supplies available to do a control test.